Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer jammed and opened halfway. The customer reported that this malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the right slide failed. A field service engineer replaced the right slide rail for the main full-height matrix drawer 1 to resolve the issue. The fse checked all the cables and found them working properly. The user verified the functionality of the device and successfully able to inventory the drawers. The system functioned as intended after the field service engineer repaired the device.